Event description:
Customer reports one incident of a blood leak on use #1 in the middle of pt treatment. Noted by a blood leak alarm and confirmed by hemastix. Estimated blood loss was 250 cc's. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.